Event description:
Complainant alleged that while pacing a pt, the device's ppm rate decreased and no pacer stimuli markers were not displayed. The device then powered down. The clinicians were able to obtain another device and successfully paced the pt. The complainant indicated that the clinicians did not recall observing any error messages and the device was being powered by ac line. In addition, the recorder strips were discarded subsequent to the event. Biomed was unable to duplicate the alleged malfunction. There was no adverse effect to the pt as a result of the reported malfunction.